Manufacturer narrative:
A patient experienced infection at the ipg site was reported to abbott. To address the issue, the patient underwent debridement of the ipg site. Therapy was restored. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported patient experienced infection at the ipg site. To address the issue, the patient underwent debridement of the ipg site on (B)(6) 2024. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.